Event description:
Report received of two incidents of sparking / arcing from the cautery at the point where the tip is placed into the pencil. The first event was not reported initially as the surgeon thought it was possible that he had not fit the needle cautery tip securely into the pencil. After that event, he reportedly started double checking to make sure the tip was securely in the pencil as far as it could go. When the arcing occurred the second time, he reported the events. Both patients were undergoing breast augmentation and received small blistered tissue damage / burns approximately 2-3mm in size at the nipple area. The top layer of skin at the site reportedly sloughed off when wiped for clean up after the procedure. An unspecified burn cream was applied; the surgeon expects the sites to heal without any adverse sequelae. The report source states that there is a blackened / charred area on the pencil where the tip inserts into the pencil. No additional information was available.

Manufacturer narrative:
The pencil and cautery tip used during the first event were discarded and are not available for evaluation. The customer has the pencil that was used in the second event; the cautery tip was discarded. At the present time, the customer does not wish to release the pencil for investigation, but states they may do so at some point in the future. An unused, representative sample will be forwarded for evaluation; it has not yet been received.